Event description:
Same case as #6000093-2007-00743, 00744, 00745. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented for a cardiac catheterization in 2006. The target lesion was located in the non tortuous left anterior descending (lad) artery. The vessel was predilated with a 2.5x15mm maverick balloon and several inflations were made to 8 atm's. A taxus express2 2.5x16mm drug eluting stent was deployed at 12 atm's for 31 seconds distally in the mid lad. A taxus express2 2.5x20mm drug eluting stent was placed proximal to the first stent in an overlapping fashion and was deployed at 12 atm's for 20 seconds. Finally a taxus express2 2.5x12mm drug eluting stent was deployed at 12 atm's proximal to the second stent. No patient complications occurred and patient status was satisfactory. About 13 months later, the patient presented with chest pain, st changes and an acute mi. Three blockages were identified. A clot was present in the proximal portion of the mid lad stent and another blockage was located distally within the stent. A third blockage was located distal to the stent in an untreated portion of the lad. A 3.0x12mm taxus stent was placed intra stent in the lad. The physician attempted to place another 3.0x12mm taxus stent, however, it was unable to cross the lesion. A 3.0x8mm powersail balloon was inflated twice in the mid lad to 12 and 18 atm's. The 3.0x12mm taxus stent was successfully deployed in the distal blockage. The physician attempted to place a 3.0x8mm taxus stent, but it was unable to be delivered. The powersail balloon was advanced and inflated to 20 atm's twice and then the physician advanced the 3.0x8mm taxus stent. While advancing it through the fl4 runway guide catheter, the catheter deep seated and a dissection of the left main occurred. The guide cath was "sucked down" while trying to deliver the stent however, the stent was not involved in the dissection. The patient was sent for surgery. No further patient complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.